Event description:
It was reported by service report that the stair chair bottom hand grips are torn. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results: hand grips.